Event description:
(B)(4). Same patient as MFR report #: 2134265-2010-05244. It was reported that following a stenting treatment procedure, restenosis occurred. The index procedure placed an unspecified taxus liberte stent in the proximal left circumflex (lcx) artery. In 09/2011, the patient returned with stable angina symptom and a 99% restenosed, 3.5x15mm lesion was revealed in the take off of the proximal lcx artery and the left main artery. The lesion did not include the study stent edge. Treatment placed a non-bsc stent resulting in 25% residual stenosis. Per the physician, the event was possibly related to the study stent.

Event description:
It was further reported that the target lesion was 99% stenosed and the vessel diameter was 2.50mm and the length was 15.0mm. The lesion was treated with pre-dilation and the placement of a 2.5x20mm study stent. Post dilation was not performed. Residual stenosis was became visually 0% and timi flow improved from 2 to 3. Three lesions, one in the left main coronary artery and one each in the proximal and mid left anterior descending artery were treated with 3 non-bsc stents. The patient was discharged 7 days later on aspirin and ticlopidine hydrochloride. In (B)(6) 2011, the pci treatment included poba and timi 3 flow was maintained throughout the procedure. Two days post the procedure, the patients symptoms were subsided and the patient was discharged.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).